Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver prialt [25.0 mcg/ml] at 6.3 mcg /day, indicated for non-malignant pain. It was reported that the pump seems to be moving. The patient stated that it goes from lying flat to standing on its side; this especially happens when she is doing her exercises. The event date was reported as ¿last sunday,¿ (B)(6) 2018. It was reviewed that as the pump is a medical device, she should discuss her concerns with her managing healthcare provider. The patient stated that she went to the doctor on monday and today ((B)(6) 2018), and the managing doctor told her it was just fine. The patient was to follow-up with her healthcare provider to discuss how to proceed. No further complications were reported/anticipated. Additional information was received from a healthcare provider on (B)(6) 2018. It was clarified that the pump was moving due to patient anatomy, and there have been no problems refilling or interrogating the pump. Additionally no volume discrepancies have occurred. It was noted that the patient's weight at the time of the event was (B)(6). No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the reason for the pump revision was pump pocket issue. The rep was in a case where a patient's pump was being moved to the other side of abdomen. The patient lost weight/pump movement and the hcp decided to move it to the other side so the pump would be better secured. A new 8780 catheter was added to existing catheter to give length to move the pump to other side of patient. Pump loose/movement/migration was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient's pump was revised (as previously reported) due to a seroma.